Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with right ventricular lead noise. The noise was unable to be reproduced in clinic. The lead was capped and replaced on (B)(6) 2019 during a routine generator change. The patient was stable.